Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the adc device, on the 4th day of wear. The customer was therefore unable to obtain sensor readings, and became hypoglycemic with symptoms of sweating and feeling of illness. The customer's sibling provided unspecified treatment to raise customer's glucose. There was no report of death or permanent injury associated with this event.